Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. Unit had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. The customer glucose was 500 mg/dl. The customer was treated with insulin. The customer was offered to troubleshoot for high blood glucose but he said that he was already off his device. The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped or exposed to moisture. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 595 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.